Event description:
According to the reporter; during use in a laparoscopic nephrectomy, the hinge part of the device broke and fell into the patient's abdominal cavity and was not retrieved. It is reported that there was no problem with the patient due to the product issue. According to the surgeon more than 500cc of bleeding occurred resulting in a blood transfusion but not as a result of the product issue. No further patient details could be provided.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The clevis pieces were broken and parts of them were missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. No relationship between the device and the reported incident was confirmed. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During use in a laparoscopic nephrectomy, the hinge part of the device broke and fell into the patient's abdominal cavity and was not retrieved. The surgical time was extended by less than 30 minutes and the procedure was completed with another device. Additional tissue did not have to be resected. It is reported that there was no problem with the patient. According to the surgeon more than 500cc of bleeding occurred resulting in a blood transfusion but not as a result of the product issue. X-ray was used as planned but not due to the issue. The patient gender, age, and weight could not be provided.